Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that upon removing the patient's catheter that was inflated with 10 cc of water, complete deflation of the balloon was not possible. The balloon was pulled to be removed and allegedly caused pain for the patient, fortunately without consequence.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that upon removing the patient's catheter that was inflated with 10 cc of water, complete deflation of the balloon was not possible. The balloon was pulled to be removed and allegedly caused pain for the patient, fortunately without consequence.